Event description:
It was reported that during a low anterior resection procedure, after firing, it was noticed there were no staples inside the reload. The pt had to have colostomy to complete the case.